Manufacturer narrative:
Sensor board was replaced.

Event description:
Hamilton medical ag received the following incident description: "the unit alarm with tf 5510 and 5511, it was not possible to recalibrate dpflow sensor. "

Manufacturer narrative:
Sensor board was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: "the unit alarm with tf 5510 and 5511, it was not possible to recalibrate dpflow sensor."